Event description:
It was reported that the patient experienced elevated blood glucose levels and noted that the cannula was bent. This resulted in an occlusion. There was patient involvement, with no reported patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.